Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a handpiece tip did not vibrate. Timing of the event and patient impact are unknown. Additional information has been requested but not received.

Manufacturer narrative:
The customer reported that the phaco handpiece had a vibrating tip. The phaco handpiece was received and a visual assessment of the returned sample showed no visual nonconformity. The sample was then connected to a calibrated infiniti vision system where it tuned successfully and completed a five minute burn in test at 100% ultrasonic and torsional power. The handpiece was connected to a dynamic tuning fixture (dtf) for stroke testing on the ultrasonic and torsional movement which found the handpiece to meet alcon specifications. The phaco handpiece data was reviewed and there was no evidence of failed tuning after a total of 331 tunes. The reported event was not confirmed. The handpiece met product specifications per service test procedure (stp). The phaco handpiece was manufactured on october 27, 2014. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).